Event description:
Revision surgery- the surgeon replaced the original metal-on-metal liner with x-alt. This was due to a stem issue with competitor's product, not a djo issue.

Manufacturer narrative:
The reason for this revision surgery was to remedy a problem with a non-djo surgical stem. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The part was dispositioned accept for taper angle nonconformance. A review of the product complaint report history shows this is the fourth complaint for this part number: one due to trauma, one for pain, and one due to dislocation. This is the second complaint for this lot number due to trauma. The root cause for the stem problem was not determined with confidence.